Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Customer reported blood glucose level reached up to 160 mg/dl. Reportedly, customer was able to clear the alarm and resume insulin delivery.